Event description:
Siemens became aware of a malfunction that occurred while operating the artis q ceiling system. During a cerebral aneurysm embolization procedure, system movement was blocked. This failure led to a 30-minute treatment delay. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The investigation of the reported event was completed. With the available information and analysis based on expert opinion it is assumed that a collision caused the tube cover to crack resulting in the proximity switch to be activated, which blocked the system movements. The system would have shown collision message. In this case, override function would still be available, however, the customer did not accept on-site service for the issue, therefore, the final root cause could not be determined. ¿override mode¿ is an optional mode where collision protection is deactivated, and system can only be moved manually at slow speed. The message ¿collision detection manually disabled - move carefully¿ is displayed to the user when using the ¿override mode¿. A more in-depth and verifiable analysis of the problem described in the complaint was not possible as neither the log files nor other necessary information were provided. As stated above, the user did not accept the on-site service, and decided not to replace the covers. The customer reinstalled the tube covers without siemens support. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.